Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion profile found no issue with its profile. The hypotube was broken 547mm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion contained a lesion bend of >45 and <90 degree bend and was located in the tortuous and severely calcified mid posterior descending artery. Following predilation with a semi compliant balloon, a 16 x 2.25mm taxus liberte drug eluting stent was selected for use and advanced to treat the lesion. However, the physician was unable to track the stent to the lesion as resistance was encountered in deploying the stent due to the tortuousity of the vessel. After a few more attempts, the physician withdrew the stent and completed the procedure with a different device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.